Event description:
The ventilator backup battery failed during testing. The device did alarm and was not in use on a patient. The manufacturers field service engineer (fse) reported the ventilator did not pass the backup battery test during performance verification testing. The fse replaced the backup battery to address the reported problem. Final applicable testing was completed per operating specifications.